Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had delayed screen response and frequent balloon deflation. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had delayed screen response and frequent balloon deflation. No harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10, e1 (event site email, initial rep name, phone number), e3, h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes). Full event site name: (B)(6) hospital. A getinge field service engineer was dispatched to evaluate the unit and was unable to reproduce the reported failure. Device confirmed operational. No issue could be found. Ready for patient use. Returned to customer. Device confirmed operational. No issue could be found. Ready for patient use. Returned to customer.